Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon might be caused by the failure of the printed circuit board (dp board) which performed the image signal processing according to the connected videoscope. Also, omsc checked the operation logs of the subject device for approximately six months and confirmed that there were no errors that seemed to be caused by the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the investigation result, omsc surmised that the reported phenomenon was attributed to the failure of the printed circuit board (dp board). If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(6) (okr). Okr checked the subject device and found that the reported phenomenon was duplicated due to the failure of the printed circuit board. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before the use, it was found that when the videoscope connected to the subject device and the power of the subject device was turned on, the patient data (ID, name, etc.) Was displayed and the endoscopic image of the subject device was not displayed on the monitor intermittently. And, it was found that when the power of the subject device was cycled, the reported image issue was resolved. In addition, it was also found that the reported phenomenon occurred even when the other videoscope connected to the subject device. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.